Event description:
It was reported that approximately 29 months after the xience v stent implantation in the proximal circumflex coronary artery, the patient experienced chest pain and was seen in the emergency room. ECG and cardiac enzyme tests confirmed a diagnosis of non- st elevation myocardial infarction. A diagnostic angiogram was done and the patient was treated with medication. The patient was discharged 3 days later. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and myocardial infarction are known adverse events as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.